Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion. The analyst commented that the device was implanted 140 months. Since patient was non compliant with follow-up according to the returned paperwork, there is no reason to believe the reason for telemetry problem and no output is anything other than battery depletion.

Event description:
It was reported that the device could not be interrogated. Also noted was that the patient was "non-compliant with follow-ups." The device was explanted and replaced. No patient complications were reported as a result of this event.